Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient's ins was turning off unexpectedly. It was suspected that their partner's electric car was causing the issue. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and rep. The patient did not think the car ((B)(6) electric car) was the cause, but thought it might have been the magnetic flap on their mobile phone which had been removed since then.